Event description:
The customer reported the ventilator was being prepped for transport use when the monitor went blank and it alarmed due to a vent inop data acquisition pcba adc reference failure. The device was not in use; therefore, there was no patient involvement or harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem and the battery icon indicated full charge. Pse advised operating the unit on battery to test for reported problem. The biomedical engineer reported the ventilator was operated on battery for an hour and it functioned properly. The biomedical engineer reported all the pcb boards and cables were reseated and retested with no problem found, and the unit was placed back into service.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.